Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a database error, not able to transfer files for a data sync. The customer reported unable to pull medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer worked with the hospital information technology team and a technical support specialist to resolve the issues. The it department changed to a different port on the switch, and the technical support specialist changed the station to 100 half-duplex. Then, ran a data synchronization. The station is operational now. The system functioned as intended after the field service engineer, along with the technical support specialist, troubleshot the device.